Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the forceps elevator has foreign material and the bending section cover was dirty due to a possibility that device could not be brushed enough by customer, resulting in deviation of reprocessing steps from instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "detection method is described in IFU: tjf-q170v operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: tjf-q170v reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the forceps elevator has foreign material and bending section cover was dirty. There were no reports of patient harm or impact associated with this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found the forceps elevator has foreign material and bending section cover was dirty. Additionally, the evaluation revealed the following: due to wear of angle wire, the play of up/down and right/left knob were out of the standard value. Scratches were also found on the following device components: connecting tube, control unit, video connector, and light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.